Event description:
It was reported that wire became stuck while loading. During the procedure a 4.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the insertion, before it entered to the body, while loading the balloon, it got stuck with the guide wire. The balloon and the guide wire device were removed from patient as a single unit without patient complication. The procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.